Manufacturer narrative:
(B)(6) PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: summary: one customer sample was received for evaluation. The sample was evaluated, and a crack in the tube was observed. Visual examination of the (B)(4) retained samples from the incident lot number did not identify any instances of damaged tubes. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. Conclusion: based on the investigation, the customer¿s indicated failure mode of cracked tube was observed by bd pas during evaluation. Root cause: based on the investigation, the root cause / potential root cause for the cracked tube was determined to be during tube assembly, it was subjected to excess pressure against the sides of the conveyor system. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that there was a crack on a bd vacutainer¿ pet urinalysis tube, before use. No reported medical intervention or serious injury.